Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) battery not charging. The unit would not charge the batteries or indicate ac power. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse found that there was an open lead on the ac power cord. The customer had a replacement cord in stock and fse installed it. Fse replaced the safety disk with a new one that the customer had in stock, it had reached expiration. Fse completed a full system test/pm protocol, all tests passed to factory specifications. Returned to the customer and released for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a